Manufacturer narrative:
Approximated as two days prior to the manufacturer became aware of the event, when the medical diagnosis was performed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had the device activated eight weeks after implanted, and ever since, they have experienced persistent severe urinary incontinence. A revision procedure was scheduled. At the time this report was submitted, there has been no report of a surgical intervention or device anomaly. There were no additional patient complications reported.

Manufacturer narrative:
Event date b3: approximated as two days prior to the manufacturer became aware of the event, when the medical diagnosis was performed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had the device activated approximately two months post-implant. Since this time, they have experienced persistent severe urinary incontinence. Subsequently, a revision surgery was performed and no new device was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Event date b3: approximated as two days prior to the manufacturer became aware of the event, when the medical diagnosis was performed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had the device activated eight weeks after implanted, and ever since, they have experienced persistent severe urinary incontinence. At a later date, the patient underwent a revision surgery wherein no new device was implanted. There were no additional patient complications reported.